Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that if the user performs suctioning while the opening space at the distal end of the endoscope is close to the mucous membrane surface, the mucous membrane is suctioned into the distal cover. During investigation of CAPA no. Omsc-hq-153-19, it was discovered that the mucous membrane was suctioned for several seconds after stopping suctioning. Therefore, even if suctioning was not performed during withdrawal and the distal cover was not cracked, and if the endoscope was withdrawn immediately after suctioning, the suggested event might have been caused. The root cause of how the tissue was removed could not be determined. The following is included in the IFU and may help detect or prevent the event: "important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." "Attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to the olympus employee the subject device cut and removed tissue during the therapeutic procedure. Mucosal tissue was identified stuck in the endoscope elevator after the procedure. The physician reported the tissue was a superficial mucosal tear, likely esophageal tissue as reported by the physician. The size of the mucosal tissue was approximately 4.5 cm in length and 1.2 cm in width at the widest area. No additional intervention was required and the patient received standard post-operative care. This event includes two complaints: patient identifier (B)(6) is for the endoscope. Patient identifier (B)(6) is for the cap. This report is for patient identifier (B)(6) for the endoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.